Event description:
It was reported that one day post implant the lead's sensing value decreased. The lead dislodged and the device migrated resulting in both being repositioned twice during the first few days after implant. It was further reported that the cause of the dislodgement was a drug interaction that induced body movement and an altered mental state. The device and lead remain in use. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.